Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 2151 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The data showed that the pod went into an 0x18 alarm, which is defined as 'pod has reached empty reservoir'. The reservoir of the pod was found empty, as expected with a 0x18 alarm. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 20.06mm in length, due to the damage to the soft cannula. However the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to reported event. No other damages or defects were found with the device and the cause of the reported leaking during wear event could not be conclusively determined.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 17.5 mmol/l (315 mg/dl) while wearing the pod between 1 and 4 hours. It was found that the cannula had not deployed as intended, remaining partially inside the pod, which resulted in insulin leakage during wear.